Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the theatre staff noticed a hair trapped inside the sterile packaging of the implant. This was not fully opened and another implant was used.